Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available.

Event description:
The reason for the revision is unknown however the plate and all seven screws were removed from the patient. The patient and her family demanded to have the implants therefore are not available for investigation.